Event description:
Event description cpi received information that a patient this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced inappropriate shocks. He also noted that the patient has been experiencing severe bradycardia and the ICD was delivering a fair amount of pacing therapy. The physician performed an invasive procedure to evaluate the system. He was unable to reproduce any oversensing and elected to replace the lead. Since the patient was recieving so much brady therapy and since he was unable to reporduce oversensing, he elected to implant an upgraded ICD.